Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the or for an elective replacement. Patient is pacemaker dependent. After the replacement device was successfully implanted and tested with no anomalies, when the physician was beginning to close the patient, oversensing was observed that caused complete inhibition of pacing and the patient flatlined. The device was disconnected from the leads and retested the leads through the psa with no anomalies observed. The leads were cleaned and reinserted into the device, after which no anomalies were noted. The device remained implanted, and the patient was closely monitored prior to discharge.